Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately tortuous and mildly calcified lesion in the proximal left anterior descending artery. A 3.50x28mm xience xpedition drug eluting stent delivery system (sds) failed to cross due the anatomy. During advancement the sds was pushed and the shaft outside of the y-connector separated. The stent had not yet crossed the lesion, the remaining separated portion was easily removed. Another 3.50x28mm xience xpedition sds was used to successfully complete the procedure. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Correction: device evaluated by MFR - the device was initially reported as returning for analysis, but has now been reported as not returning because it was discarded at the account. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the difficult anatomy causing the reported failure to advance. Further handling and manipulation of the device during the attempted advancement due to the interaction of the anatomy likely caused the reported detachment of a device component. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.